Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was the glenoid baseplate failed. The implants were in the patient for 1year 4 months prior to revision. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The revision surgery was not completed as intended. The device was made available to (B)(4) for examination on (B)(6) 2016. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. The DHR evidences that all critical dimensions and specifications were met when released from (B)(4). A review of the product complaint report history since 2007 shows there are a total of (B)(4) prior complaints against the part number 508-32-104 reverse shoulder prosthesis (rsp) baseplate. Of these, 22 complaints document the rsp baseplate's central screw breaking post-operatively, with no indication of external trauma as a factor similar to the current complaint. Eight complaints document the rsp baseplate's central screw breaking during implantation, an additional 27 complaints document rsp baseplate breakage as a result of the patient suffering external trauma, typically a fall. The current complaint is the first for the incident lot number, 866c1829. The returned baseplate has been reviewed and confirm the central screw is broken. The minor diameter of the remaining portion of the screw was measured and found to be ø.1219" which is within the screw minor diameter specification limit of ø.118±.005". Engineering chage order (B)(4), approved on 27 may 2014, (508-32-104, rev e to rev f) resulted in an 11% increase in minimum tensile strength to resist screw fracture. This change reduces the dimensional tolerance band on the screw minor diameter, and it requires the ti-6al-4v alloy to meet increased mechanical performance standards from astm f-1472 rather than the current astm f136 standards. Corrective/preventive action (CAPA) CAPA (B)(4)investigated the frequency of occurrence of central screw fracture on the rsp baseplate part number 508-32-104. The investigation concluded that the frequency of this failure mode was not unusual when normalized for sales volume. No design changes were recommended beyond the material and tolerance improvements implemented by (B)(4) in mid-2014. Complaint rates will continue to be monitored through the standard complaint investigation process. The root cause for this event is cannot be determined with certainty because no information was received regarding the circumstances of the implant breakage. There was no information reported that evidences a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in failure such as excessive torque, high loading of the implant beyond the limits of design or poor bone quality.

Event description:
Revision surgery - due to the glenoid baseplate failing.